Event description:
It was reported that lead alerts had triggered for the right atrial (ra) lead and right ventricular (rv) lead since implant of the implantable pulse generator (ipg). It was reported that device lead detection may not have been turned off at the correct time. The implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.